Manufacturer narrative:
The customer did not supply information on the patient's demographics such as age, date of birth, gender, weight, ethnicity or race. The beckman coulter field service engineer (fse) observed the aspirate probe tubing was discolored. The aspiration test was performed on all three aspirate probes where it was observed aspirate probes four (4) and six (6) were aspirating much slower than aspirate probe two (2). The aspirate probe tubing was inspected and determined to be worn flat. The aspirate tubing was removed and replaced. The fse verified ultrasonics and alignments. After the service activities were performed verification testing was completed and met published performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 result is due to a hardware malfunction of the aspirate tubing.

Event description:
The customer contacted beckman coulter on (B)(6) 2018 to report generating a non-reproducible low troponin I (access accutni+3) result for one patient on the laboratory's access 2 immunoassay system (serial number 511754). The initial access accutni+3 result was 0.036 ng/ml, within the customer's reference range of less than 0.04 ng/ml. The sample was repeated on the laboratory's alternate access 2 immunoassay system (serial number was not provided) and two results above the reference range were obtained. (0.062 ng/ml and 0.055 ng/ml) the customer held all results until the repeat testing was completed so no corrected result was reported out. The customer reported out either the 0.062 ng/ml or 0.055 ng/ml result. The customer could not provide which result was reported. There was no report of any change or impact to patient care or treatment in association with this event. The customer reported that quality control (qc) recovered within range prior to the event. The patient sample was collected in a lithium heparin plasma separator tube and centrifuged at 3500 revolutions per minute (rpm) for five minutes at room temperature. The customer is unsure of sample appearance. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument performance.